Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block 11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirm. Upon analysis, the returned ligator housing had no bands attached and the ligator housing teeth were in good condition. Also, the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric tract during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During the procedure, the ligation band cannot be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
.: Imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric tract during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During the procedure, the ligation band cannot be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric tract during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During the procedure, the ligation band cannot be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: correction to block d4 unique identifier (UDI) # imdrf device code a050501 captures the reportable event of band unable to deploy. Block 11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirm. Upon analysis, the returned ligator housing had no bands attached and the ligator housing teeth were in good condition. Also, the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block 11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirm. Upon analysis, the returned ligator housing had no bands attached and the ligator housing teeth were in good condition. Also, the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric tract during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During the procedure, the ligation band cannot be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.